Event description:
Treatment of an avm. It was reported that onyx was observed coming out from the guide catheter during onyx injection. The delivery catheter was removed from the patient and found ruptured. No patient injury reported. Same event as MDR# 2029214-2012-00111.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 27.3 cm from the distal tip. The catheter appears to have ruptured during angiographic injection due to over-pressurization as a result of an undetected kink or other obstruction of the catheter and this was not detected until onyx injection. Catheter rupture. (B)(4).